Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between march 05, 2024 and september 26, 2024 recorded the stable pacing impedance around 650 ohms and a sudden increase to 3000 ohms at the end of the recording period. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to oversensing and in episode no. 35 from september 25, 2024 the oversensing resulted in shock delivery. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
Oversensing and pacing impedance out of range (>3000 ohms) were reported. The lead was capped.